Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the tibial artery. A 3 mm x 40 mm x 145 cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, during inflation at 10 atmospheres, it was noted that the balloon had a pinhole leak on the distal end. The device was removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.